Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Customer administered a correction bolus via the pump to address the bg. A supply change was performed resolving the occlusion and insulin delivery was resumed.

Manufacturer narrative:
Caller called in after the initial MDR was submitted with the reported bg value. B1: adverse event, b2: other serious, b5, h1, h6: remove- 2199, 4582; add: 1905, 4613b1: adverse event, b2: other serious, b5, h1, h6: remove- 2199, 4582; add: 1905, 4613.